Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume 550 ml. Flow rate: 2ml/hr. Procedure: acl surgery. Cathplace: femoral. When the bolus button was pushed it would not stay down. When the pump was initially attached to the pt, the bolus button worked properly. But later that same day, the button wouldn¿t stay down after being pushed. It was reported that the reservoir was not filling up and that the orange indicator was in the lower position. Trouble shooting was done, the pump was removed from the pt and a new pump was attached. The pt is doing fine and no adverse events have been reported. The pump was filled by (B)(6). Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: received one empty and used pump for eval and investigation. Results: a pca functionality test was performed and the bolus button would not stay down. The pca unit was opened and observed under a microscope. Excessive glue was noted on one of the components resulting in the malfunction of this unit. Eval of the returned unit confirmed the customer complaint of the bolus button not staying down. Conclusion: at this time the product is under recall.